Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in other country. The product is not sold in the USA. But it is similar to a product which is sold in the USA. The rt226 infant low flow breathing circuit is en route to fisher & paykel healthcare for investigation. We could not perform a lot check as no lot information was provided. Our monitoring and trending of detached heater wire in infant breathing circuits has a rate of occurrence of 25 ppm (a total units affected in total sales) worldwide in the last year to january 2009. We will provide a follow-up report verifying the reported fault upon receipt of the breathing circuit and completion of the investigation.

Event description:
Reporter reported via a distributor that the heater wire of rt226 infant low flow breathing circuit was detached near the y-piece during use. No patient consequence was reported.